Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("metallic structure seen along the uterine fundus") in a 48 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("nova sure endometrial ablation" on (B)(6) 2012). The patient had a medical history of obesity, alcohol use, dysphagia, fall, head injury, esophageal motility disorder, hemorrhoids, irritable bowel syndrome, constipation, gastroparesis, hiatus hernia, hepatitis, surgery (ablation 2012 ratlh on (B)(6) 2019. Wisdom teeth 1998), parity 2, gravida ii, pelvic pain female (the pelvic pain began suddenly 2 months ago. The pain is located in the pelvic region diffusely and it radiates into the lower back. She states the severity of pain is 6/10 on the pain scale and it has a crampy quality), uti, obesity, menorrhagia, drug allergy (morphine and motrin [ibuprofen]), sleep apnea, hyperlipidemia, gerd, colonic polyp, anxiety, ovarian cyst and menorrhagia. This is 43 year old female who presents for annual exam. She had a ratlh 3 months ago she is on no hrt. She is having no vasomotor symptoms. Her most recent pap smear was obtained years ago and was normal. The patient's most recent mammogram was obtained 1 year ago and was normal. 43 year old female presents to emergency department for evaluation after she states that she had preadmission labs drawn for a hysterectomy on (B)(6) 2019 and her potassium was 3.3. She states that she had the labs redrawn on (B)(6) 2019 and her potassium was 2.9. She states that she has discontinued her diuretic and has been supplementing with potassium. She states that she was instructed by dr. Office to come to the emergency department and have the labs rechecked. She denies any symptoms. Previously administered products included: alprazolam, buspirone, butalbital, citalopram, furosemide, hydrochlorothiazide, nitroglycerin and mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2396 days after essure insertion and 2298 days after its most recent use, she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy and ralth/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to on (B)(6) 2019 from on (B)(6) 2019. Discrepancy noted insertion date of drug updated to on (B)(6) 2012 from on (B)(6) 2011. Surgery cancelled due to potassium 2.9 per robin hall anesthesiology. Labs printed for patient she will follow up with dr today and then have urine rechecked with labs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.179 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2018: CT abdomen pelvis wo contrast diagnoses: calculus of ureter. Reason for exam: pain. Comparison: 2010. Technique: images were obtained without contrast. Findings: lung bases are clear. The kidneys show no stones or obstruction on either side and the ureters are decompressed throughout their course. There is a left ovarian cyst exophytic medially measuring approximately 4.8 x 4.0 cm. There is a metallic structure seen along the uterine fundus with portions extending into both adnexal regions. These are nonspecific and could be on the basis of interval surgery. There is no fluid. Impression: 1. No acute process is identified without renal stones or obstruction on either side. 2. Suspect 4 cm left ovarian cyst. 3. Metallic densities in the uterine fundus and extending into the adnexal regions. These are nonspecific and could be on the basis of interval surgery however migration of the previously seen iud partially outside of uterus is also a consideration. 4. Gyn consultation is recommended as well as an ap radiograph of the pelvis; (date unknown): CT abdomen pelvis wo contrast. Pacs images: show images for CT abdomen pelvis wo contrast. Reason for exam: pain. Comparison: 2010. Technique: images were obtained without contrast. Findings: lung bases are clear. The kidneys show no stones or obstruction on either side and the ureters are decompressed. Throughout their course. There is a left ovarian cyst exophytic medially measuring approximately 4.8 x 4.0 cm. There is a metallic structure seen along the uterine fundus with portions extending into both adnexal regions. These are nonspecific and could be on the basis of interval surgery. There is no fluid. Impression: 1. No acute process is identified without renal stones or obstruction on either side. 2. Suspect 4 cm left ovarian cyst. 3 metallic densities in the uterine fundus and extending into the adnexal regions. These are nonspecific and could be on the basis of interval surgery however migration of the previously seen iud partially outside of uterus ls also a consideration. 4 gyn consultation is recommended as well as an ap radiograph of the pelvis. [Hysterosalpingogram] on (B)(6) 2012: hysterosalpingogram. Indication: status post essure tubal occlusion. Findings: this exam was performed in conjunction with the gynecologist. Pre procedure scout image were obtained of the essure tubal occlusion devices. Catheter balloon is seen distending the uterine cavity. No contrast is seen within either fallopian tube. There is no spill into the peritoneal cavity. Conclusion: satisfactory post essure tubal occlusion appearance. [Pathology test] on (B)(6) 2019: surgical pathology report. Clinical information: perinea! And pelvic pain, left ovarian cyst. Tissue submitted: uterus, cervix, bilateral fallopian tubes. Gross description: the left fallopian tube is purple brown and measures 7.0 cm in length and up to 0.8 cm in diameter. Representative sections are submitted in cassette (e). The right fallopian tube is purple brown and measures 5.5 cm in length and up to 0. 7 cm in diameter. Diagnosis: uterus and cervix with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix, chronic cervicitis, moderate to marked, with reactive endocervical. Changes. Negative for dysplasia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records medical device monitoring error (10077672) and device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .event device dislocation and medical device monitoring error added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.